Manufacturer narrative:
(B)(4) section d1 and h4: device 1: lot #: 2102199656; date of manufacturing; 30 may 2022; (B)(4). Device 2: lot #: 2102311831; date of manufacturing; 19 aug 2022; (B)(4). The complaint devices are in transit to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that two rt266 infant dual heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section g1: contact person updated to mr. (B)(6). Section d4 and h4: device 1: lot#: 2102199656; date of manufacturing; 30 may 2022; UDI: (B)(4). Device 2: lot#: 2102311831; date of manufacturing; 19 aug 2022; UDI: (B)(4). Section h11: method: the two subject rt266 infant ventilator circuits dual heated with mr290 autofeed chamber were received at fisher & paykel (f&p) healthcare in new zealand for evaluation, where they were visually inspected and analysed. Results: visual inspection of the two devices found no visible damage to the breathing circuits. Leak testing confirmed that the two breathing circuits were within specification. Conclusion: we were unable to determine the cause of the reported failed leak tests as there was no fault found with the two returned devices. All rt266 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 infant ventilator circuits dual heated with mr290 autofeed chamber also state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that two rt266 infant ventilator circuits dual heated with mr290 autofeed chamber failed the ventilator leak test prior to patient use. There was no patient involvement.